Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center observed evidence of foam particles inside the blower kit. In addition, the device had dust/dirt contamination and displayed error code/ displayed error code e055 (err_therapy_queue_full), error code e065 (err_stuck_encoder_a), and error code e066 (err_stuck_encoder_b). The device was scrapped as per customer request.